Manufacturer narrative:
Additional information was received that no further information can be obtained by bsn regarding the explant of the ipg. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the ipg was not working properly. The patient will undergo an explant procedure.

Event description:
A report was received that the ipg was not working properly. The patient will undergo an explant procedure.